Manufacturer narrative:
The device could not be returned for evaluation. The imaging provided shows that the rod had collided to the bone spur when the locking cap pushed in the rod because the screw had been inserted too deeply, and torque might have achieved though the rod was inserted insufficiently. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported there is a creo mis locking cap that was found loose post 6 months operatively. This event occurred in japan.